Event description:
The pt underwent a stent procedure in 2005. The pt experienced a stroke 6 days later. The pt was scheduled for a 1-month follow up, but died 11 days later. It is unk whether the stroke and subsequent death was related to the acculink device; however, it was noted that the acculink was successfully implanted and there were no performance issues.